Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a syr plastipak 3ml 25x7 veterinary nbs. The following information was provided by the initial reporter, "consumer reports that for about 15 days there have been problems with the syringe. Every time they aspirate the medicine, leakage occurs through the stopper and they lose a lot of medicine."

Manufacturer narrative:
Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that leakage occurred during use with a syr plastipak 3ml 25x7 veterinary nbs. The following information was provided by the initial reporter, "consumer reports that for about 15 days there have been problems with the syringe. Every time they aspirate the medicine, leakage occurs through the stopper and they lose a lot of medicine."